Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open when issued. A technical support specialist remotely accessed the system and had the user redo the process. The drawer opened and the item was issued. The system functioned as intended after the technical support specialist troubleshot the device. D4: unique device identifier not available. E1 initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open. The customer reported that the malfunction occurred when the user tried to dispense medication (oxycodone ir 5mg tablet) to the patient. However, there were no delay to patient care and adverse events or injuries reported based on this incident.